Event description:
On (B)(6)2016 during a transforaminal lumbar fusion revision procedure at l4-l5 of competitors devices the tip broke off the inner shaft of the inserter. The revision procedure was performed due to adjacent level degeneration. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).